Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was high impedance with all combos of contact 9 greater than 40,000 ohms. It was unknown what may have led or contributed to this issue. The clinician programmed a different contact to avoid the high impedance contact. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2011: product type extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the extension was found to be at fault and the issue was resolved. There were no further complications reported or anticipated.